Event description:
It was reported that the patient developed an infection and the implantable cardioverter defibrillator system including the right atrial (ra) and right ventricular (rv) leads were removed on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5164499. Refer to add'l documents in i2k.